Event description:
Further information was received indicating that the patient was a male (B)(6). He had been originally implanted with vns on (B)(6) 2012 and he underwent no replacement surgery. The patient presented a mild learning disability. The patient¿s response to vns was indicated as no change. He was receiving vns therapy at the time of death, but the last available settings were not provided. The date of death was indicated as (B)(6) 2014. It was unknown whether the devices were explanted. The believed cause of death was seizure/fall down the stairs at work. The death was witnessed and it was the result of trauma. The death was not related to vns. There were no copies of the death certificate. The epilepsy onset occurred at (B)(6). The patient did not present a history of febrile seizures. The seizures of the patient were simple partial, 2nd generalized and complex partial. The rate was very variable. The patient had not undergone respective epilepsy surgery. The patient had no history of drug abuse or cardiac or respiratory problems. The patient was compliant with anti-epileptic medication. No last known drug level is available.

Event description:
It was reported that the vns patient was having a ¿fit¿ at the top of the staircase which results in fatal head injuries. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information will be made.